Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the device between 49 and 71 hours. A new pod was applied to treat the bg levels. An abscess had formed on the arm and noted purulent discharge releasing from the site. The patient visited the doctor's office where the abscess was lanced and drained. The doctor applied a cream and bandaged the wound. The patient was prescribed antibiotic clindamycin 300 mg (2 pills per day for 14 days) for treatment. The pod was discarded by the doctor.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.